Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached over 300 mg/dl. The ketones were large. For treatment, the patient was given intravenous fluids. The patient was prescribed benzonatate (tessalon) pearls at 100 mg capsules every 4 hours. The patient was discharged after 5 hours. The pod was worn between 4 and 24 hours on the abdomen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed. No problem was found.